Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This is a patient involved event, a device service request prompt was issued during sca event. The patient survived to hospital admission.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 22nd may 2017. A high voltage breakdown occurred during the reported sca on the (B)(6) 2018. This resulted in the measurable damage to q11 and q14. When q11/q14 was replaced the reported fault could not be repeated. This would indicate a failure occurred on the switches that control the phase 2 discharge. A latent failure of either component would have resulted in the corresponding igbt to have become damaged. The ability of the device to provide the shock therapy sequence was tested during out qat on the (B)(6) 2017. This would indicate a latent failure of the component had occurred sometime after this date. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This is a patient involved event, a device service request prompt was issued during sca event. The patient survived to hopital admission.